Event description:
It was reported that during load process customer did not see drops of insulin at end of tubing during fill tubing step, indicating possible issue with cartridge or filling process. There was no adverse impact to the customer¿s blood glucose level. Customer was educated to use room temperature insulin and was guided by technical support to disconnect tubing, attempt to fill again, and then load and fill a new cartridge, after which drops of insulin were seen and issue was resolved, allowing insulin delivery to resume.